Manufacturer narrative:
Recall #2531779-02/25/11-001-r. The cartridge was returned to animas. Although the cartridge was returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the patient experienced blood glucose (bg) 405 mg/dl after a routine cartridge replacement. A family member stated that the patient reported frequent urination, hunger, and fatigue; a home test confirmed the presence of large ketones. The family member reported that she replaced the cartridge again but did not notice any moisture in the cartridge compartment at that time. She said that the next morning the patient awoke with bg of 401 mg/dl this time without any report of symptoms or ketones; she removed the cartridge and noticed moisture in the cartridge compartment. The family member replaced the cartridge from an unaffected lot number and the patient's bg resolved to target. She confirmed that the patient was treated with insulin bolus via the pump and did not seek medical intervention.